Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she continues to have issues with her sensors. Customer stated she has been getting low predicts and several threshold suspends, when customer was not low. Customer's blood glucose was 345 mg/dl and the device was suspending. Senor reading was at 56 mg/dl. In the morning her blood glucose was 191 mg/dl and device was giving her low alert. Threshold suspend is set at the 60 mg/dl. No further information reported.